Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm the problem reported by the customer. The lot number was cjlcm5, serial number (B)(4), product code 82-3100. -the position of the cam when valve was received was 120mmh2o. The valve was visually inspected; needle holes in the silicone housing at the needle stop plate were noted. No defects noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested; the valve only leaked from the needle holes, no other leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested; the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3100 with lot number cjlcm5, conformed to the specifications when released to stock on the 3rd november 2008. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Doi and the initial setting pressure was unknown. The revision surgery was conducted on (B)(6) 2014 due to the suspected occlusion of the device. The kind and the setting pressure of the replaced valve are not informed. Details will be informed as soon as jjkk receive them from the facility.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.